Event description:
The customer reported an "oil mist cloud" in their room. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found the oil mist filter to be in "good shape" but found oil build up around the arm leading to the catalytic converter. He replaced the oil mist filter and adjusted tension for the oil mist filter housing. He ran a fully cycle while observing vacuum system for oil mist. The unit was operating with MFR specs. This issue is being addressed with a customer letter, related to correction & removal.